Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was in the 300 mg/dl range, and when she treated with a manual insulin injection her blood glucose dropped to 45 mg/dl. The customer treated with a drink and her blood glucose came back up to 300 mg/dl. Troubleshooting for her high blood glucose and low blood glucose was declined. No products were returned or replaced.